Manufacturer narrative:
Insulin pump monitored in 50c oven for several days and no unexpected full black screen or spots on the display noted. Insulin pump received with cracked reservoir tube lip and scratched lcd window. (B)(4).

Event description:
Customer reported via phone call that the screen would go dark but not completely during the day. Customer's blood glucose was 48 mg/dl. Display returned after troubleshooting. Device passed the self test. Customer was not comfortable with the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.